Manufacturer narrative:
Our affiliate is reporting the surgeon removed both the biointrafix screw and sheath but will not be returning them immediately, if at all. The surgeon did attribute the infection to staphylococcus and is currently treating the pt with antibiotics. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitve root cause a follow-up report will be filed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate in another country is reporting a pt was operated on in 2006. The pt returned to the surgeon 8 days later with swelling in the knee. Fifteen days after operation the site was infected with staphylococcus aureus. The pt was treated with antibiotics.